Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out-of-range shock lead impedance measurement which was detected via patient remote monitoring system. The system delivered six inappropriate shocks and a code 1005 was recorded which is indicative of an open circuit. In a second reported event, the patient was shocked for sinus tachycardia and therapy exhaustion occurred. A review of the device data identified a code 1005 during this episode. Shock impedance measurements were elevated and were greater than 145 ohms in reverse polarity. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further troubleshooting. The physician programmed the ventricular tachycardia (vt) zone to monitor only (mo). No adverse patient effects were reported.